Manufacturer narrative:
Ps345198. We are currently in the process of retrieving the complaint pt101 airvo 2 humidifier for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There was no reported patient consequences.

Event description:
A healthcare facility in italy reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). Section b1 untick product problem, and section h1 untick malfunction, as no malfunction was found during device assessment. Method: the complaint airvo 2 humidifier was received at our fisher & paykel healthcare (f&p) regional office in italy and was inspected by a trained f&p technician. The device was performance tested and the audible alarm function was checked. Results: the audible alarm of the airvo 2 was performance tested. The reported event was not replicated. Conclusion: we are unable to determine what may have caused the reported event, as there was no fault found with the device. The airvo 2 humidifier user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."